Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, inconsistent thresholds, intermittent capture and pacing spikes. It was noted that the implantable pulse generator (ipg) exhibited pacing problems and inconsistent threshold measurements. It was noted that the non-capture led to the patient experiencing pauses up to fives seconds long. A temporary lead and external pacemaker were placed, while the rv lead and ipg were programmed off. It was planned to revise the rv lead once the patient stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.